Event description:
The dealer states that the device is producing low o2 and unit is not alarming.

Manufacturer narrative:
Should additional information become available, a supplemental record will be file.

Manufacturer narrative:
The device was evaluated by the returns department which found that the sieve bed is saturated, the 4-way valve is stuck, and the manifold is defective. The no alarm allegation was not confirmed.

Event description:
The dealer states that the device is producing low o2 and unit is not alarming.